Event description:
Boston scientific received information that out of range pacing impedances, increased thresholds, and loss of capture was seen on this right ventricular (rv) lead. The lead was extracted and destroyed during the explant procedure. No further adverse patient effects were reported following the revision. A new lead was implanted.

Manufacturer narrative:
This lead will not be returned for analysis. Should additional information become available this investigation will be updated.